Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would crash. It was indicated that the hard drive and the link electronic module (lem) printed circuit board (pcb) were out of specification. The programmer was repaired and returned to service. Concomitant medical products: product ID: 2067, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed multiple times prior to case. The programmer was returned for service. There was no patient involvement.